Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 597 mg/dl. The cause of the elevated bg was due to the customer eating and forgetting to administer a food bolus. The customer administered a bolus to address the elevated bg.